Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for estradiol. The sample initially resulted as 17 pg/ml and this value was reported outside of the laboratory. The result was questioned by a doctor, so the sample was sent off to a sister laboratory to repeat on an advia centaur analyzer. The repeat result on the advia centaur analyzer was 41 pg/ml. The customer did not know which result was correct. Tha patient was not adversely affected. The customer was asked, but did not provide the lot number or expiration date for the estradiol reagent. The customer declined a service visit.

Manufacturer narrative:
The e module result of 17 pg/ml is within the expected values range for males so it is assumed that this value is the correct one. A specific root cause for the result difference could not be determined. The customer stated that the sample was run on a centaur analyzer by mistake. The doctor never questioned the result from the e module and only wondered why the centaur result was so different. The doctor has accepted the results from the e module and has no issues. The customer believes the issue to be resolved.